Manufacturer narrative:
A ge rep evaluated the system and flashed the memory nodes for the generator. System operates as intended.

Event description:
Customer reported the system is displaying a "data error". No pt injury was reported.